Event description:
It was reported with the use of the bd ultra fine¿ pen needle there was an issue with needle size being shorter than usual.

Manufacturer narrative:
Investigation summary: customer returned ( 20 ) 4mm, 32g sealed bd pen needles. Customer reports the injections are painful and a bubble is noticed in the skin after injection. Additionally, consumer feels the needle size is shorter than the prior box. All 20 returned pen needles were tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube; sample 1 good/good 0.0090 good; sample 2 good/good 0.0090 good; sample 3 good/good 0.0090 good; sample 4 good/good 0.0091 good; sample 5 good/good 0.0090 good; sample 6 good/good 0.0090 good; sample 7 good/good 0.0090 good; sample 8 good/good 0.0090 good; sample 9 good/good 0.0090 good; sample 10 good/good 0.0090 good; sample 11 good/good 0.0090 good; sample 12 good/good 0.0090 good; sample 13 good/good 0.0090 good; sample 14 good/good 0.0090 good; sample 15 good/good 0.0092 good; sample 16 good/good 0.0090 good; sample 17 good/good 0.0090 good; sample 18 good/good 0.0092 good; sample 19 good/good 0.0091 good; sample 20 good/good 0.0092 good. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra fine¿ pen needle there was an issue with needle size being shorter than usual.